Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported there was a lead warning and a steady decline in impedance over the past year. Bipolar capture thresholds went from .5v to 1.5v, and r-waves went from greater than 8 to less than 5.6mv. An inner insulation breakdown was suspected. Improvement was noted in unipolar, so the device was reprogrammed, with the patient to be followed again in three months. The lead remains in use. No patient complications were reported as a result of this event.